Manufacturer narrative:
Alleged failure: lap sleeve case was about halfway through when the ccu went to e04 error and we lost images on all monitors. New camera was called for and used to finish the case. Case was delayed about 3-5 mins. No patient data available. Case resumed and finished with no other issues. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the pc board of the cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image for 3-5 minutes.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image for 3-5 minutes.